Event description:
Report received of a pump alarm requiring the pump to be re-programmed during transport of a pt. The pump was programmed to deliver ns at a rate of 30 ml/hr on line a. Line b was programmed to deliver 25,000u of heparin in 250 ml at a rate of 10cc/hr. Line c was programmed to deliver 25 mg of nitroglycerin in 250 ml, which had been titrated to a rate of 30 ml/hr. Line d was programmed to deliver 75 mg of integrilin in 100 ml at a rate of 3 ml/hr. It was reported that upon transferring the tubing cassette from the user facility's device to the helicopter's device, while on battery power, the helicopter's pump audibly alarmed, and displayed an unspecified error code which required the pump to be powered off. After plugging the device into the helicopter's power source and reprogramming the pump, therapy resumed and there were no further reported error codes or alarms during the helicopter flight. Upon arrival to the destination, the device was reportedly unplugged for transfer when it audibly alarmed with the identical unspecified error code given prior to the flight. It was reported that the infusion lines were clamped, the cassette removed, and within "2 minutes", the pt was transferred to the cardiac cath lab where therapy was resumed using the user facility's device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.